Event description:
It was reported that during a da vinci sigmoid colectomy procedure, after sealing the patient's tissue using the endowrist one vessel sealer instrument, the instrument would not cut. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. During the initial inspection, it was discovered that the instrument's wrist had a dislodged disk from the snake wrist, making it difficult to insert the instrument through the cannula. As a result, no cut test could be performed verify the cut performance of the instrument. The grips were clean and there was no damage to the instrument's knife and/or cable. The grip's offset and knife slot were wide at .0565 and .025 (both jaws). No other damage was found. While failure analysis investigation was unable to confirm the customer reported failure mode due to the condition of the returned instrument, a review of the site's system logs showed that the instrument had a high number of incomplete cuts during usage. Based on the log data, it was concluded the site likely experienced a cut issue. No other errors were found for this instrument. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was present during the surgical procedure. The csr indicated that the surgeon was able to complete the surgical task of cutting the patient's tissue using a monopolar curved scissors instrument. The customer reported complaint does not in itself constitute a MDR reportable event; however; the instrument's dislodged disk, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.